Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, and pump was included in field correction with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect cgm on replacement pump.